Manufacturer narrative:
Intuitive surgical, inc. (Isi) received sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed but not replicated the customer reported complaint. Failure analysis found the primary failure of the firing failure to be related to the customer reported complaint. The sureform 60 stapler instrument was found to have a firing failure based on the log review but was not replicated during in-house testing. A review of digital signal processor (dsp) logs showed 1 firing failure, and msc logs were unavailable for review. The sureform 60 stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The root cause is not determinable/applicable. Additional observations not reported by site were also identified: the sureform 60 stapler instrument was found to have a frayed snake wrist cable at the distal end and the frayed cables slightly stuck out at the wrist. The root cause of this failure is attributed to component failure. The instrument was found to have a missing wrist cover and the size of the missing wrist cover measured approximately 0.500" x 0.982". There were no traces of material found at the wrist. This failure likely caused by the frayed snake wrist cables. The root cause is not established and will be transferred to engineering for further investigation. A review of the instrument log for the sureform 60 stapler (part number 480460-09/lot number l93220117 0125) associated with this event has been performed. Per logs, the sureform 60 stapler instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 10 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the system had issues with the sureform 60 stapler instrument. The stapler was clamped on the tissue and compressing to fire, the error showed up blade may be exposed while firing and upon removal of instrument the blade was exposed. The customer replaced the sureform 60 instrument with a back up stapler. The system had no related errors. The procedure was completing as planned with no reported injury. The intuitive surgical sureform 60, sureform 60 reloads, and other stapler accessories are intended to be used with da vinci surgical systems for resection, transection, and, or creation of anastomoses in general, thoracic, gynecologic, urologic, and pediatric surgery. The device can be used with staple line or tissue buttressing material (natural or synthetic).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) further investigation of the logs confirmed that a firing failure occurred on the second firing attempt by the instrument. The firing failure is likely what the reported complaint is referring to. In-house testing during initial fa did not replicate a firing failure, therefore the root cause is not determinable. Regarding the frayed snake wrist cable, this is likely a result of the missing wrist cover. The cable would normally be covered/protected in the distal end by the wrist cover. The cause of missing wrist cover is not established, but it is unlikely that the instrument was shipped in this condition, as there are inspection criteria in manufacturing for checking that the wrist cover is intact. Assuming proper installation of wrist cover, the cover cannot be removed without it being cut or torn off. Refer to updates in the following fields: d9, g4, g6, h2, h6, h9, and h10.